Event description:
The customer contacted baxter to report an unspecified leak for the month of (B)(6)(dates unknown and lot numbers unknown). The process step was during patient use. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). Evaluation summary: 6 companion samples were available for evaluation for the reported condition. During visual inspection no defects were observed. The six samples were working within specification under pressure test at 8psi and during functional test. Since the sets were working within specification, no assignable root cause can be identified. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.